Manufacturer narrative:
The following fields were updated due to additional information : d.9. Device available for eval? : yes. D.9. Returned to manufacturer on : 10/27/2021. H.6. Investigation summary : 1. Exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was not able to duplicate or confirm the indicated issue hence as the root cause is undetermined and based on trend analysis no further action is required at this time. 2a. Samples returned - one open 32g x 4mm pen needle sample and two photos were returned. A clog test as per tp700483 was carried out on the returned sample and no issues were observed. No issues were observed with the returned samples therefore no root cause can be identified. 3. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 4. DHR review - no DHR review can be carried out as the lot number is unknown. H3 other text : see h.10.

Event description:
Iit was reported that 1 bd ultra-fine¿ pro pen needle was unable to prime. The following information was provided by the initial reporter : the patient reported that drug did not come out upon priming.

Manufacturer narrative:
Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was unable to prime. The following information was provided by the initial reporter: the patient reported that drug did not come out upon priming.